Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed the device had no telemetry and no pacing output. The device lost telemetry and function due to battery depletion. There is no evidence to indicate the battery depletion was anything other than normal. The result of the analysis was inconclusive.